Event description:
It was reported that there was concern about the lead warning and retreating bipolar impedance on the atrial lead. It is unknown whether there was any medical intervention. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.